Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset after delivering a treatment) was confirmed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor reset during a treatment event. The patient using this monitor was treated three times on (B)(6) 2015. The first monitor delivered the first treatment at approximately 23:14:25 during ventricular fibrillation. The monitor reset after the treatment was delivered. The monitor restarted and delivered a second treatment at approximately 23:16:26. The rhythm prior to the second treatment was vf, which spontaneously converted to a sinus rhythm just prior to the treatment. The monitor reset after the second treatment. The monitor restarted and again detected vf. A third treatment was delivered at approximately 23:18:39. The vf spontaneously converted to a sinus rhythm just prior to the third treatment. The monitor reset after the treatment was delivered. The patient went into asystole at approximately 23:40:00. The device was shut down at 23:45:15. The patient survived the event and was admitted to the ICU. There was no adverse event.